Manufacturer narrative:
Since neither the involved devices and the image/cd of the procedure nor the detailed lot information of the product was provided for evaluation, the investigation was limited to recording and archiving complaint information. During the manufacturing processes each sapphire nc plus 4.5mm balloon catheter is inflated to its nominal pressure (12 atm) and rated burst pressure (20 atm) for checking the o.d. Dimensions prior to release. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release. After the analysis of complaint information, the complaint type is determined as clinical event. From analysis of the clinical process, following treatment with a diamondback coronary orbital atherectomy device (oad); using a sapphire nc plus balloon, pre-dilation, stent placement, and post-dilation were performed. Three inflations were performed at 16 atm, 18 atm, and 16 atm distal, mid and proximal to the stent. A perforation occurred following post-dilation of the stent in a heavily calcified, concentric, 99% stenosed focal lesion in the right coronary artery (rca) via groin access. The involved balloon inflation pressure is less than the rated burst pressure (rbp). The balloon was worked normally, and no abnormality or device malfunction reported. The perforation occurred following post-dilation of the stent. When the balloon was utilized for post-dilation of the stent, it was most likely not in direct contact with the vessel since it was inflated inside the stent and the balloon appeared as a smooth surface with no stress concentration point when inflated because the balloon subassembly uses a standard nylon material design. Based on the limited information, the causal relationship between the perforation and the sapphire nc plus is uncertain. Perforation is a known and foreseeable event as described within the adverse effects of current product IFU. The root cause of this complaint could not be determined since lack of critical information and without the benefit of analyzing the involved devices. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.

Event description:
Following treatment with a diamondback coronary orbital atherectomy device (oad); using a sapphire nc plus balloon, pre-dilation, stent placement, and post-dilation were performed. Three inflations were performed at 16 atm, 18 atm, and 16 atm distal, mid and proximal to the stent. A perforation occurred following post-dilation of the stent in a heavily calcified, concentric, 99% stenosed focal lesion in the right coronary artery (rca) via groin access. The patient became hemodynamically unstable, required cardiopulmonary resuscitation (CPR), intubation, and pericardiocentesis. Advanced cardiac life support (acls) protocols were performed, and the patient coded. The perforation was sealed with a covered stent. Fluid was removed from the pericardium, and the patient became hemodynamically stable. While stable in the ICU, the patient was extubated. In the opinion of the physician, the cause of the perforation was high pressure inflations with the nc balloon to the residual stenosis after stenting. The balloon will not be returned.